Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced main keypad was further evaluated at product analysis center. The cause of the reported issue was determined to be due to contamination in the main keypad.

Event description:
The customer contacted physio-control to report that keypad on their device was not working and the device could not be power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that keypad on their device was not working and the device could not be power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.